Manufacturer narrative:
H3, h6: it was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review and device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The information provided, of the pain with elevated metal ion levels may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined without clinical documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Should clinically relevant documentation and/or pertinent product evaluation results become available, the clinical/medical task may be re-evaluated. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that the plaintiff underwent a medically indicated revision of the bhr-tha right hip on (B)(6) 2020 due to pain, implant failure and elevated ion levels. The patient outcome is unknown.